Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to stay closed. A field service engineer (fse) removed the drawer to inspect the components and found that the magnet on the inseparable latch was missing. The fse replaced inseparable latch. Had the customer recover and test the drawer; the customer tested the unit and reported no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to close the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.